Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No weak battery alarm was noted. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test. No button error alarm was noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 176 mg/dl. The customer stated that he had had the insulin pump in his pocket while sitting prior to the alarm occurring. He also noted that the device had alarmed no battery or dead battery before the alarm. He stated that the buttons sometimes got stuck and sometimes would work. Advised replacement of the insulin pump. Nothing further reported.